Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Immediately following a peel-away sheath exchange during impella cp implantation, the team received high motor current alarms. The pump did not stop, but the elevated motor current occurred immediately after implant and raised concern for a potential pump issue. The physician elected to explant the impella cp, and the removed pump was saved and returned for investigation. No additional troubleshooting steps were documented. The pump was removed without noted complications, and the patient¿s condition after explant was not documented.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3), UDI (d4), and device manufacture date (h4) were not available at the time of the initial report and has now been provided following follow up. No product was returned. Pump stop: clinical details note that there was a motor current high alarm following the sheath exchange. The pump was able to be restarted, but the physician elected to explant pump. No product/logs were returned. The cause of the pump stop was not determined since product/logs were not returned. The pump passed all the post sterile inspection checks.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.